Event description:
Complaint regarding the bed - problem was not identified. Bed found in "down" storage. No patient impact reported.

Manufacturer narrative:
Technician found bed in "down" storage area. Found: CPR release was not working due to faulty guide tube. Replaced: valve guide tube to resolve this issue.